Event description:
It was reported that the customer was in the intensive care unit due to high blood glucose of 1119mg/dl, and no delivery alarms occurred during prime. Troubleshooting could not be performed as caller was not able to access the main menu. The prime process was not possible because they did not have additional supplies while staying at the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.